Event description:
Pt came in suffering with an acute stroke and a total occlusion on the opposite side. The accunet was placed and the acculink was deployed fairly quickly. When attempting to retrieve the filter, there was a lot of difficulty getting through the stent with the recovery catheter. Once the recovery catheter was through the stent, it could not capture the filter so it was removed. Thinking the tip might have been damaged with all the attempts, a new recovery catheter was advanced. This time the catheter made it through the stent much easier, but filter could not be pulled into the recovery catheter, so this recovery catheter was removed. Another company's recovery catheter was then introduced, retrieved the filter and removed it from the pt. Once all devices were removed, it was noted that there was no flow. It is unknown when this occurred. Attempts were made to re-establish flow for up to 3 more hours; however, they were not successful and the pt died at that time.

Event description:
Based on add'l info received, the physician contributes the occlusion of the ipsilateral carotid artery to the lesions distal to the lesion treated; an embolus originating from that source would have led to an occlusion distally and subsequent thrombosis of the carotid artery; this lead to a stroke and ultimately to the pt's death. The physician does not believe that the treated lesion was the origin of an embolus as the filter basket was found to be empty. Also, the physician does not believe that the occlusion, the stroke or the death were attributable to the devices used, or to the failure to advance an rx accunet recovery catheter.